Event description:
It was reported that during removal of the ureteral stent, resistance was noted and after removal, a knot was observed in the upper kidney coil. There was no injury to the patient and no further complications reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The product consists of a pellethane material which softens greater than 40% after placement in the body. If the physician measures the ureter length incorrectly and/or chooses an incorrect length of stent, the extra length left in either the bladder or kidney end could facilitate some intertwining of the loop especially after multiple eswl treatments and, with force exerted upon removal through the renal pelvis, could actually tie or tighten into a knot. The doctor's technique is extremely important to the ureteral stent placement beginning with the proper measurement of the ureter and the determination by visualization of the stent marker bands as to how much of the coils are left in the kidney and bladder. The investigation could not relate the reported issue to the manufacturing process, however, without a sample to evaluate, no exact conclusions can be made. Baseline report included.